Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged approximately two months after the initial procedure. The clinical reason reported was described as "incorrect power". Additional information was provided that the initial report of "incorrect power" was reported in error. According to the reporter "they didn't really know what was wrong. The iol appeared to have the right power; the patient was refracted, and the patient was sent to retina too".

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).